Event description:
It was reported that the patient may have a revision of an artificial urinary sphincter(aus) device due to a lack of saline inside the balloon. The pressure on the device could not be adjusted properly, therefore the device did not work and the patient was incontinent. The CT confirmed that the leak of the saline occurred inside the balloon.